Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent cartridge alarms (alarm 20) occurred during the load process. It was also reported that customer had difficulty removing the cartridge from the pump. Customer's blood glucose level was 130-135 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.